Event description:
A vista brite tip 7f .078 vertebral 90cm guiding catheter was advanced through an 11french sheath. An en snare device was placed through the vista brite tip and placed in the right internal jugular vein for retrieval of a gunther tuplip vena cava filter. While attempting to snare the filter, a radiopaque object of the guide catheter separated and was observed "free floating" in the vena cava. This object, which is the distal tip of the guiding catheter, was retrieved from the pt along with the vena cava filter.

Manufacturer narrative:
The brite tip guiding catheter has been returned for eval and testing; however, the analysis has not been completed as of to date. Any additional info will be submitted within 30 days upon receipt.